Event description:
Pt underwent surgery to remove ruptured right breast implant. Surgeon's report notes that right implant was ruptured and that pt had a grade 3 capsular contracture. In addition, surgeon noted that the outer lumen ruptured approximately 4 years ago and that since that time the right implant has been smaller than the left. Pathologist found that right implant somewhat deformed with no gross visible leakage. Breast augmentation was originally performed in 1984 for cosmetic reasons.